Manufacturer narrative:
(B)(4).

Event description:
The pt's current pump was implanted (B)(6) 2008. On (B)(6) 2010, it was reported the pump has now malfunctioned, as evidenced by indium studies and a decrease in pt function. The current pump was the pt's third pump in less than 7 years. The pump delivered baclofen. Specific device and pt information was not reported. Specific information regarding the pump malfunction was not reported.